Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery (rca). After pre plain old balloon angioplasty (poba) was performed several times, a 20 x 2.25 promus premier¿ stent was selected to treat the lesion; however, the device was unable to cross the target lesion. Parallel wire technique was performed but the device was still not able to cross the lesion. When the device was removed from the patient, it was noted that the stent strut was lifted. The procedure was completed with this device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).